Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for filter limb detachment and the perforation of the ivc. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900j vena cava filter allegedly detachment and perforation. The information was received from a single source. One patient was involved with no reported patient injury. The male patient is (B)(6) years old. Weight of the patient was not provided.